Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with blood glucose levels over 400 mg/dl. The customer had been treated with the insulin pump and manual injections prior to the event. It was also stated that the customer suffers from two other illnesses that compromise his immune sys. No troubleshooting was conducted at the time of the call. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.